Event description:
It was reported that the device was used during a laparoscopic gastric sleeve procedure. The surgeon did 2 firings of green reload, staple line perfect, no bleeding no oozing. They changed and did 3 firings of gold reload which bled profusely and staple line was required to be oversewn to create hemostasis and applied tisseal. Approx 50 ml blood lost. There was a delay of approx 5 mins. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there malformed staples? Some incomplete b's. Were there missing staples? No. Did the patient require any blood products? No. On what tissue type was the device used? Mid portion of stomach and up to antrum. At what location on the tissue? As above. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? At 3rd, 4th & 5th. During which stroke did the event occur? Echelon is a 4 stroke firing system, all strokes completed successfully. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green and gold. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes - staple line was a continuation of sleeve formation. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Surgeon commented that on 3rd firing with change to gold cartridge that there was no resistance and it felt like the stapler was going through thin air. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patients pre-existing conditions? Other than a raised bmi no. Does the patient have any relevant history of surgical treatments? If so, what? No. How long has the surgeon been using this device for this procedure (in years)? First time. Was there a recent conversion to ees devices in this account or with this surgeon? There was a potential for conversion but not anymore, the analysis results found that seven reloads were received as follows: cartridges a & b : batch: j5gc79, ecr60d, fully fired and in good visual condition. Cartridge c: batch:j5gc79, ecr60d, unfired and in good visual condition. Evaluated with a test device and the staple line and cut line were complete and the staples were noted to have the proper b-form shape. Cartridge d & e: batch j5fd5z, ecr60d, fully fired and in good visual condition. Cartridges f & g: batch h52873, ecr60g, fully fired and in good visual condition. The event could not be confirmed as no malformed staples were noted during the firing of the reload (c). Batch: j5gc79 (mfg date: 04/25/2012; exp. Date: 03/25/2017). A batch record review was performed and no anomalies were found during the manufacturing process. Batch: j5fd5z (mfg date: 02/02/2012; exp. Date: 01/02/2017). A batch record review was performed and no anomalies were found during the manufacturing process. Batch: h52873 (mfg date: 07/22/2011; exp. Date: 06/22/2016). A batch record review was performed and no anomalies were found during the manufacturing process.